Manufacturer narrative:
Result: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2016. At two weeks post-op, there was an episode of orbital pseudotumor, which resolved itself but the patient complained of glare. The lens was explanted and was not exchanged for another lens. The patient's bscva was 20/15.

Manufacturer narrative:
Additional information received - the reporter indicated the cause of the event was not device related. (B)(4).